Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and ketones were present. A bolus was delivered to address bg. Cause of event was not known. Contact suspected an infusion site issue; however, customer had discarded the infusion site. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as dangerous. No additional information was provided at the time of report. Although multiple attempts were made by tandem technical support to obtain discharge date and any additional information, customer did not reply.